Event description:
A (B) (6), subject, was implanted with perigee graft on (B) (6) 2008. On (B) (6) 2008, subject experienced urinary incontinence- de novo stress. The severity is moderate. The physician indicated, the event is not related to device but probably to the procedure. Intervention: exercises.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported and the device was not explanted. Complaint history review one similar event was found for this lot number.